Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) replacement of device. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, the patient noted fluctuations in his treatment sometime in (B)(6), 2009. On (B)(6), 2009 the patient went to the hospital. On (B)(6), 2009, the patient had an appointment with gastroenterology, where it was discovered that the intestinal j-tube had a knot in the ventricle. The device was removed with gastroscopy. Another boston scientific intestinal j-tube was placed. Additional information received stated the new boston scientific intestinal j-tube was placed on (B)(6), 2009.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure, the patient noted fluctuations in his treatment sometime in (B) (6) 2009. On (B) (6) 2009 the patient went to the hospital. On (B) (6) 2009, the patient had an appointment with gastroenterology, where it was discovered that the intestinal j-tube had a knot in the ventricle. The device was removed with gastroscopy. Another boston scientific intestinal j-tube was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).